Event description:
It was reported during ongoing use, the device was showing premature battery depletion. Technical services was contacted, and reviewed the disk analysis, and were able to confirm the allegation. The device is expected to be explanted and returned for analysis. No further information has been received at this time.

Event description:
It was reported that this device was exhibiting premature battery depletion. A copy of device memory was saved and submitted to technical services to review disk analysis. Engineering review of device data confirmed premature battery depletion, and recommended replacement. The device is expected to be explanted and returned for analysis. Additional information: despite good faith efforts to obtain additional information, no further information was available.

Manufacturer narrative:
The device has not been returned for analysis. Despite good faith efforts to obtain additional information, objective evidence was not available to determine the root cause of the clinical observations. Boston scientific has issued a field safety notice regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. This particular device was not included in the hydrogen induced premature depletion advisory population. However, this capacitor behavior can still occur in non-advisory devices.